Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing condition issue. There was reportedly moisture behind the display. There was no reported damage to the pump. There was no reported adverse event associated with this complaint. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during visual inspection of the pump, it was observed that there was evidence of moisture on the display. Unrelated to the initial complaint, it was observed that there was a crack in the case seal. A leak test was performed and failed due to a case seal leak. The pump was opened and there was moisture found on the printed circuit board (pcb). There was no moisture found in the battery compartment.